Event description:
During a trial procedure, invalid impedance was found on the lead. The lead was re-inserted into the trial cable multiple times to no avail. Next, the lead was inserted into a new trial cable to no success. As a result, another lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.